Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a lens case/vial. Visual inspection found that the haptic was bent. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -12.5 into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was explanted due to excessive vault. The cause of the event is reported as a patient-related factor.